Event description:
Procedure: unspecified pancreas. Pt sex: unk. Reportedly, while the surgeon fired the stapler over the pancreas the sulu anvil bent backwards. The tissue was also slipping out of end of anvil. As a result the surgeon converted to an open approach in order to complete, this also resulted in a delay of the case.